Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. The customer experienced a low blood glucose (bg) level of under 54 mg/d. Cause of the low bg could not be confirmed, as the customer declined to provide additional information regarding their low bg. Reportedly, customer continued to use the pump for insulin therapy.